Manufacturer narrative:
Correction: to b5 for lead not being replaced and port being plugged.

Event description:
Correction the post on the device right ventricular (rv) lead port was plugged and lead was not replaced.

Event description:
It was reported that the patient presented in clinic due to severe tricuspid insufficiency on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.